Event description:
This MDR is being filed as exposed material. It was reported that following a third treatment with a urethral bulking implant performed in 2006, the patient experienced symptoms of leakage, frequency and burning sensation. A cystoscopy was performed approx 3 months later when exposed material was observed and removed. The exposed area measured 5mm and resulted in persistent leakage. Healing of the exposed area is still pending. Incontinence will be assessed at a later date. Injection details are as follows: 1.25cc per side with flexible needle; transurethral approach; rate 1 minute; held at site 1.5 minutes; embedded to shoulder; minimal blanching noted; improved coaptation.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant required specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.